Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery alarm. The patient¿s blood glucose level was 160 mg/dl at the time of the incident. No delivery also unable to clear the error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.